Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead sought medical assistance due to feeling dizzy. A system interrogation confirmed loss of lead capture. The physician elected to surgically intervene and reposition the lead tip. No resulting adverse patient effects. The lead remains implanted and in service.